Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.